Manufacturer narrative:
Philips field service engineer (fse) went to the customer site to test the monitor. The device was found to be working as intended and there was no trouble found with the monitor. Additionally, the fse collected the audit logs from the central station which were forwarded to the philips customer support specialist (css) and the remote application specialist (ras) for evaluation. During the evaluation of the audit logs, it was found that a red ventricular fibrillation/tachycardia alarm was announced for bed f784b at 12:44:55 and was silenced at the central station at 12:45:19. A red apnea alarm was then generated at 12.46.48 and was silenced at the bedside monitor at 12:50:02. Several yellow alarms such as low respiration rate and low spo2 were announced during the provided time frame and were silenced at the central station. The device worked as intended and there was no malfunction of the device. This issue was caused by user error. No further investigation or action is warranted.

Event description:
The customer reported that the intellivue mx700 patient monitor did not alarm for cardiac and respiratory arrest for the patient in bed f784b on (B)(6) 2019 between 12:44 and 12:50. The patient suffered from cardiac and respiratory arrest and was transferred to the ICU where he is on life support.